Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.